Event description:
In 1/01, the safety officer called cytyc's technical service service (ts) department to report that an employee had accidentally splashed preservcyt solution into their eyes. The incident occurred when the employee went to pick up the vial by the cap, which had not been properly tightened. The safety officer has since been contacted and was unable to confirm whether or not there was a pt sample in the vial at the time. The safety officer did confirm that the employee received immediate first aid, which involved flushing their eyes with copious amounts of water. The safety officer requested a copy of the material safety data sheet (msds) for preservcyt solution, which ts faxed to the safety officer. A follow-up call was made by ts on 2/16/01, at which time the safety officer indicated that the employee required no further medical attention.